Event description:
It was reported that a device reset occurred and all stored data was cleared as a result of the reset. A device interrogation was obtained. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a critical ram parity error logged on (B)(6) 2012. The power on reset (por) severity is considered low as the device should be able to recover fully after the reset. Concomitant products: 5076 implanting pacing lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.